Event description:
It was reported that during the deep brain stimulation (dbs) implant procedure the leads were not placed correctly. The patient underwent a revision procedure in which the dbs leads were replaced. The explanted leads will not be returned as they were retained by the facility per their quarantine policy.

Event description:
It was reported that during the deep brain stimulation (dbs) implant procedure the leads were not placed correctly. The patient underwent a revision procedure in which the dbs leads were replaced. The explanted leads will not be returned as they were retained by the facility per their quarantine policy. It was additionally reported that the patient experienced severe rigidity , dyskinesia , and dysarthria due to the misplacement of the leads. The patient is doing well post operatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202300, model: db-2202-30, serial: (B)(6), batch: 7074362.